Manufacturer narrative:
Six images were received. Image 1 shows redness on patient skin. Image 2 shows redness and inflammation of the patient thigh. Image 3 & 4 shows patient had hives and redness on the left arm. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had venaseal treatment on 60cm of the right great saphenous vein (gsv) with no adverse event. The patient had a follow up vena seal treatment on 51cm of left gsv on (B)(6) 2018. There was with no alleged device issue reported. The patient experienced itching post the second procedure and was prescribed a medrol dose pack for 5 days. Following this, the patient was reported to be doing better. Upon completion of the medrol dose pack, the rash was reported to become more severe with hives appearing all over patients body. It was reported the patient was experiencing difficulty breathing and had chest tightening. The patient presented to the emergency room on (B)(6) 2018.